Event description:
A customer reported that pixels were missing from the screen of their pump. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.